Manufacturer narrative:
Received one used list #mc330419, 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock; lot #unknown. The filter was observed to be wetted out. The reported complaint of a leak could be confirmed. The returned sample was observed to have a leak from the filter during testing. The probable cause of the leak is from the temporary loss of hydrophobic properties during use. A device history record review could not be conducted because no lot number was identified. Corrected information can be found in e4 - initial report sent to FDA.

Manufacturer narrative:
Additional information b9. Evaluation is still pendingn completion.

Event description:
Clarification was received stating that there was patient involvement and no patient harm was reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock in which it was reported that the filter is leaking. Patient involvement is unknown, but it is implied as it is reported that the IV was hung on (B)(6) 2025.